Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. In 3/99, the pt underwent a primary right l5-s1 spinal root decompression. 10 days later, the pt presented with "fireball pain" behind right knee which was moderate in intensity. The pt was administered anti-inflammatories and pain medications. The event resolved with treatment 6 days later. The investigator classified this event as unrelated to adcon-l. The investigator noted "illness being treated" as a possible explanation for the event.